Event description:
It was reported that the implantable cardiac monitor exhibited backup vvi operation. Electrocautery had been used in the vicinity of the device. After a device download, normal function ensued. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received .